Event description:
It was reported to st. Jude medical that upon initial interrogation the device was found to be in a hardware vvi rest. The pt was admitted and monitored externally unit the device was explanted.